Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture and had a dislodgement. It was also reported that the right ventricular (rv) lead exhibited intermittent capture and had a dislodgement. It was noted that the patient experienced arrhythmia. The ra lead and rv lead were planned to be repositioned and remain in use. No further patient complications have been reported as a result of this event.